Event description:
It was reported that during an open sigmoid resection on a male pt with diagnosed cancer on the sigmoid, the device was used to transect the bowel (splenic flexure-under sigmoid cancer). No visible or audible problems were noticed while using the device. After surgery the pt became very ill (in the evening) and a re-operation was performed. During this procedure, it was noted that the staple line, which was created with the device, was leaking. It was an incomplete staple line. In the middle of the line, there were no staples present. It was hand sutured and the second procedure was finished without further abnormalities. One day later, the pt died.

Manufacturer narrative:
Date sent: 08/01/2008. Information is unavailable; device was not returned for evaluation.